Event description:
Customer reported receiving imprecise sequential readings on a freestyle meter. Customer treated with an insulin pump and shortly afterward had a hypoglycemic attack. The customer obtained a reading of 316 mg/dl. The customer compared the reading on another freestyle meter and a reading of 270 mg/dl was obtained. When comparing the reading again with an accuchek meter, a reading of 104 mg/dl was received. There was no report of a death.